Manufacturer narrative:
(B)(4).this complaint is being reopened to submit an MDR as part of a retrospective review in accordance with the commitment made to the agency following the renal FDA inspection. A sample is not available and no further investigational activities can be performed.

Event description:
This MDR is being submitted as part of a retrospective review in accordance with a commitment made to the agency following the renal FDA inspection. During a follow-up call from a registered nurse (rn), regarding abdominal discomfort, it was reported that the home patient (hp) had experienced peritonitis. The rn confirmed that the hp was admitted to the hospital on (B)(6) 2008, with abdominal discomfort/strain, and was diagnosed with peritonitis. The rn stated that she has no lab data, due to hospitalization, but stated that the hp was given a final dose of antibiotics on (B)(6) 2008 (ancef, 1gm/day ip) and was released from the hospital. When asked about a possible root cause, the rn stated that she suspects the patient contaminated their transfer set during disconnection. Rn stated she suspects the hp has aseptic technique issues, and has a "home health aid".